Event description:
A pt from the orthopedic department reported that "sparks were coming off machine. IV giving set had split in tubing. Fluid through machine" there were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing. No sparks were noted during testing of the device.